Event description:
It was reported that during a lap nephrectomy procedure, the device would not work. Surgeon said there was no power distributed through the shear. Error code 2 kept appearing on the generator. Test tip was used to test instrument and error code continued to come on. Surgeon completed case with a bovi. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis confirmed that device a was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). The batch history records were reviewed with no anomalies noted during the mfg process.